Event description:
It was reported that during pre-surgery testing, it was observed that the attachment device was heating up. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bearings were worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be dye to worn bearings that were no longer in axial alignment, which did not allow for the insertion of the cutter. This was due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.